Event description:
Per the audiologist, the patient reported sound was too loud with the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with electrode anomalies on three electrodes. Deactivation of the electrode anomalies did not solve the problem. The patient's device was explanted about 5 weeks later, and the patient was reimplanted with a new device during the same surgery. The paperwork accompanying the explanted device stated that the patient complained of "painful sensations" when the sound processor was switched on.

Manufacturer narrative:
This type of event is addressed in the device labeling.